Event description:
The customer reported that the device jaws could not be opened and the knife blade was exposed. The site was not able to provide additional details regarding the incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.